Event description:
While treating a pt, the defibrillator displayed a "poor pad contact" message when used with these electrodes. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.